Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation of image noise was not confirmed. The device evaluation did observe the following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage, angulation lever did not move smoothly, due to damage on channel tube, the forceps could not be inserted smoothly, due to damage on channel tube, channel cleaning brush could not be inserted smoothly, the scope connector was dirty due to water leakage, the scope connector cover unit was dirty due to water leakage, the connecting tube had a dent, the adhesive on bending section cover rubber had a chip, and the universal cord, the insertion tube rotation ring, the up/down plate, the grip, the angulation lever, the control unit, the switch box, the scope connector, and the scope connector cover unit all had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by damage of the image sensor unit or a defect of the circuit board in the video connector, a definitive root cause of the image noise could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had image noise. The issue was observed during preparation for use and the procedure was completed with the same device. There were no reports of patient harm associated with this event.